Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is a "symptomatic treatment"? Please specify. How wound secretion was treated? Please specify. Was there any surgical intervention ( revision/re-suturing) or prescribed medication treatment (antibiotics/steroids and etc) given to the patient due to the post-op event? Please specify. Current patient's status? This lot 20195101 is invalid. Please provide a valid product lot number. Trade name - irgacareactive ingredient(s) triclosan dosage form suture/solid/parenteral strength = 275 g/m.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2021 and the suture was used. On (B)(6) 2021 the patient experienced wound secretion. Upon examination by the surgeon, it was thought it was caused by incomplete absorption of the absorbable suture. The patient was given immediate removal of the suture. Symptomatic treatment was given. Additional information has been requested.